Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving a sensor scan result of 'hi' (reading > 500 mg/dl) and injecting 10 units of insulin. Customer subsequently experienced symptoms described as nausea, abdominal cramps, sweating, and palpitations, and called paramedics. Upon arrival, paramedics observed the customer, obtained blood glucose results of 40 mg/dl and 44 mg/dl on their device, and administered intravenous glucose. Customer was transported to a hospital where readings of 77 mg/dl and 65 mg/dl were obtained on the hospital device. Customer was diagnosed with hypoglycemia and no additional treatment details were reported. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer reported receiving a sensor scan result of 'hi' (reading > 500 mg/dl) and injecting 10 units of insulin. Customer subsequently experienced symptoms described as nausea, abdominal cramps, sweating, and palpitations, and called paramedics. Upon arrival, paramedics observed the customer, obtained blood glucose results of 40 mg/dl and 44 mg/dl on their device, and administered intravenous glucose. Customer was transported to a hospital where readings of 77 mg/dl and 65 mg/dl were obtained on the hospital device. Customer was diagnosed with hypoglycemia and no additional treatment details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is therefore not confirmed.